Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was no sound. The patient was undergoing radiofrequency ablation (rfa) to an unspecified location with a rf3000 radiofrequency generator. During the case no sound could be heard. The procedure was completed with this device. No patient complications were reported and the patient status is good.